Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8578, serial # (B)(4), implanted: (B)(6) 2012, product type accessory; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
It was reported that there was a volume discrepancy problem. The actual residual volume (arv) was greater than the expected residual volume (arv). The patient started getting refilled last (B)(6) 2013 at a new clinic and that was when they started noticing the volume discrepancies; this was roughly 3-4 refills ago from what the patient reported. The discrepancy had been increasing a little bit every refill since the patient started keeping track of it. Prior to the clinic, the patient had been getting a refill at the current clinic, it was unknown if there were any volume discrepancies. The last refill on (B)(6) 2014 had the largest discrepancy based on what the patient was told. The arv was 14ml, the erv was 11ml. The refill on (B)(6) 2014, the arv was 10ml, the erv was 5.7ml. The refill on (B)(6) 2014, the arv was 10ml, the erv was 5.6ml. It was noted that the patient was using their personal therapy manager successfully to get their boluses, it did help the patient. The patient was put under fluoroscopy and it was noted there was some minor kinking of the catheter dorsal to the spine. The patients had a little bit of increases spasticity, which the patient reported was around "(B)(6) 2013," when the patient started getting filled at the new clinic. The patient reported symptom onset was sudden. It was noted that in late (B)(6) 2013, the patient had a fall. The event logs did not show any issues. No drug changes were noted when the patient started getting refilled at the new clinic. Additional information reported that the physician decided to monitor the refills because they were previously done with the new clinic. The patient was doing fine. The volume discrepancies had only been off "3 to 4mls." The pump system was delivering lioresal.

Manufacturer narrative:
(B)(4).